Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI, capsular contracture baker grade IV and performed capsulectomy. Device has been explanted and replaced with non allergan implant.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported via company representative right side rupture and capsular contracture, baker grade IV devices was explanted and replaced with non allergan and discarded.

Event description:
Healthcare professional reported via company representative right side rupture and capsular contracture, baker grade IV devices was explanted and replaced with non allergan and discarded.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.